Event description:
Additional info received from MFR on 8/6/1998: in virtually every incidence of this type, co's investigations show that what almost certainly happened is that the tubing was either pulled apart or accidently severed by either the patient or a pt's care person. Since co was not notified of the incident when it occurred, and did not receive the tubing to evaluate, co is unable to respond any further.